Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 12930un20 identified normal complaint activity. No customer returns were available for evaluation. A review of field data was evaluated and the patient median result for lot 12930un20 was found to be within established baselines and confirms the performance of this lot is not compromised. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid's provided on two patients (B)(6). The initial report was submitted under manufacturer report number 3016438761-2020-00156 ((B)(4) manufacturing site) with suspect medical device of architect i2000sr analyzer, list 3m74. After further evaluation, the suspect medical device was changed to architect stat troponin-I, list 2k41 ((B)(4) as manufacturing site), which is this report.

Event description:
The customer reported falsely elevated architect stat troponin-I results on three patients. Results provided: (B)(6) 2020 initial = 0.24 ng/ml, repeat: 0.0 / 0.0 ng/ml; (B)(6) 2020 sid (B)(6): initial = 0.00 ng/ml, repeat = 0.29 / 0.00 ng/ml; (B)(6) 2020 sid (B)(6) = 0.12 / 0.03 ng/ml, another architect = 0.07 ng/ml. (Customer's panic cutoff = > 0.1 ng/ml. No impact to patient management was reported.